Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: one photo and one sample were provided to our quality team for investigation. Through visual inspection, it was observed that the catheter tubing was cracked and cut therefore, the reported failure mode was confirmed. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text: see manufacturer here.

Event description:
Sathya stated that the catheter was leaking near skin and on closer inspection she could see that the catheter had fractured in 2 spots close to the patient. Catheter was only placed in july/august and they will be replacing the catheter today. I have asked for them to keep the catheter and place in a biohazard bag and qa will contact her to arrange pick up . Sathya does know the batch number . I have asked her to look through the notes to see if she can find any record of insertion information. The product code is definitely 50-7050 and used in the chest not abdomen (sorry). (B)(6) 2021 catheter insertion - draining 250-300mls x 3 a week; (B)(6) call from community nurses saying she is not draining anything but comfortable; (B)(6) seen by consultant for ros and ultrasound done- more fluid pockets found; (B)(6) patient brought into hospital to investigate fluid pockets; (B)(6) dressing removed and catheter found to be leaking and catheter fractured. Fracture is 8cm from the cuff. Catheter was replaced.

Event description:
(B)(6) stated that the catheter was leaking near skin and on closer inspection she could see that the catheter had fractured in 2 spots close to the patient. Catheter was only placed in (B)(6) and they will be replacing the catheter today. I have asked for them to keep the catheter and place in a biohazard bag and qa will contact her to arrange pick up . Sathya does know the batch number . I have asked her to look through the notes to see if she can find any record of insertion information the product code is definitely 50-7050 and used in the chest not abdomen ( sorry). (B)(6) 2021 catheter insertion - draining 250-300mls x 3 a week. 3rd (B)(6) call from community nurses saying she is not draining anything but comfortable. (B)(6) seen by consultant for ros and ultrasound done- more fluid pockets found. (B)(6) patient brought into hospital to investigate fluid pockets. (B)(6) dressing removed and catheter found to be leaking and catheter fractured. Fracture is 8cm from the cuff. Catheter was replaced.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).